Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had lower back pain near their ins since 3 weeks post-implant. The patient had some pain at the ins site and had a revision to move the device. The ins was currently on the left side where the patient¿s pain was. It was unknown when the revision occurred. The caller stated the patient¿s ins was no longer in use and that it was turned off. The patient told the caller that they turned the ins off. No further complications were reported.